Event description:
Device 1 of 2: reference MFR. Report: 1627487-2012-03205. It was reported the pt has been experiencing heating at the scs ipg pocket site while charging her scs system. A sjm representative advised the pt of charging recommendations in additional to reprogramming the scs system. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported sjm defers to the pt's physician regarding medical history.